Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture confirmed via MRI.

Event description:
Patient reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified underweight, opening, red particles, creases fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp opening on the posterior side, assessed as, an unidentified (tear) opening.

Event description:
Patient reported a left side rupture. Device has been explanted.